Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this lead was explanted as it was not placed in a location where therapy was optimized. This lead was electively replaced in order to provide optimal therapy due to the patient's condition. No additional adverse patient effects were reported.